Event description:
It was reported that the probe overheated and the blocking of the on/off potentially led to continuous activation.

Manufacturer narrative:
Alleged failure: the electrode overheats. Blocking the on/off button. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be an internal leak which permitted fluid to ingress the electrical components/pcb buttons, causing a short circuit and which could contribute the button to fail. The possibilities the electrode overheat from insufficient suction due to clogging. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the probe overheated and the blocking of the on/off potentially led to continuous activation.